Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller on how to press the button correctly and eventually decided to replace the pump, which was still under warranty. The customer will use multiple daily injections (mdi) as a backup therapy and agreed to return the problematic pump using a pre-paid label within 10 days.